Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The unspecified tubing sets were being used to deliver unspecified medications. The option-lok male adapters of the tubing sets were connected to needleless access sites. After unspecified lengths of time in use, the tubing sets disconnected from the needleless valve connectors. The tubing sets were replaced and the therapies were resumed. There weren no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device were discarded. A rep device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).